Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the patient received multiple call service 052 alarms in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings:a review of the pump black box data revealed a cs 052 call service alarm. During testing, the pump rewind, load, and prime steps could not be completed due to a replace battery alarm that was emitted during the rewind step. The pump could not be exercised for 24 hours. Evidence of moisture ingress was found in the pump battery compartment and throughout the pump interior. Adequate investigation could not be completed due to the replace battery alarm and damage due to moisture.